Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultramini meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that the meter issue occurred on (B)(6) 2015 at 03:00am. The patient does not take any medication to manage his diabetes and continued to follow his usual diabetes management routine in response to the alleged issue. The reporter claimed that ¿one hour¿ after the alleged meter issue occurred, the patient developed a symptom of ¿shakiness¿ and was treated by a healthcare professional (hcp) in an emergency room (ER) with glucagon. During troubleshooting the cca noted that there was no apparent misuse of the meter and it was not the first time it had been used. The meter powered on when prompted by inserting a test strip and when the power button was pressed. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a serious injury, and subsequently received medical intervention from a hcp, after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.